Manufacturer narrative:
(B)(4). The two viper universal polyaxial drivers (product code: 2797-34-000, lot number(s): unknown), and the two mis ti cortical fix fenestrated 8x50mm polyaxial screws (product code: 1867-27-850, lot number(s): unknown) were not returned to the customer quality unit (cqu). No reviews of the device history records (DHR) could not be performed on the viper universal polyaxial drivers (product code: 2797-34-000, lot number(s): unknown) as no lot numbers were provided. Since these parts were not returned, no lot numbers could be taken directly from the samples. Without the lot numbers, no review of their manufacturing records could be completed. No emerging trends were found requiring further actions. Without the products, we are unable to confirm the reported issue or identify the root cause. No issues could be identified in the manufacturing or release of these products as no lots have been identified. No systemic trends requiring immediate actions have been observed. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Devices were not returned for evaluation.

Manufacturer narrative:
UDI: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the insertion of the cfx 8x50 screws, the screwdriver is broken despite the use of a tap 8mm. The screws had to be removed then with the operace system.